Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Continuation of concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013. 407652 lead, implanted: (B)(6) 2013. 419688 lead, implanted: (B)(6) 2013. 305u225 tissue valve, implanted: (B)(6) 2013. Product event summary: ventricular assist device (vad) (B)(4) was returned for evaluation. Review of the available autologs report revealed a decrease in power consumption and estimated flows starting on (B)(6) 2020 and 127 low flow alarms recorded since (B)(6) 2019. Additionally, 45 high watt alarms were logged since (B)(6) 2020. Of note, there were several manual speed changes starting on (B)(6) 2020. As a result, the reported high watt and low flow alarms events were confirmed. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload measurement and front housing disc curvature were found to be deviating from release specifications. CAPA (B)(4) was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Information received from the site indicated that the patient's implantable cardioverter defibrillator (ICD) was firing, and the patient was found to be having ventricular fibrillation (vf). An echocardiogram showed global hypokinesis. A support cannula was placed for right sided support and the patient was intubated for airway protection. The patient continued to have recurrent vf with little to poor right and left cardiac function. Care was withdrawn and the patient expired immediately. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Based on the available information, a possible root cause of the reported high watt alarms event may be attributed to inappropriate pump rotational speed, incorrect setting of alarm threshold, and/or external factors such as thrombus formation/ingestion. Per the instructions for use, cardiac arrhythmia, worsening heart failure, and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with their ventricular assist device (vad) exhibiting multiple high watt alarms and their implantable cardioverter defibrillator (ICD) firing. The vad also exhibited multiple low flow alarms three days prior to arriving to the emergency department. Upon interrogation in the emergency department, the patient was found of having ventricular fibrillation (vf). An echocardiogram showed global hypokinesis. A support cannula was placed for right sided support and the patient was intubated for airway protection. The patient continued to have recurrent vf with little to poor right and left cardiac function. Care was withdrawn and the patient expired immediately. Of note, the patient also had the flu about one week prior to this event.